Event description:
The handpiece was returned with no complaint from the customer after receiving their own back from repair. Upon evaluation, smoke was found coming from the blade mount. There were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, smoke was again seen coming from the blade mount. The smoke was determined to be due to cleaning sediment. The device was cleaned and preventative maintenance was performed.